Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and crack on reservoir ring and battery compartment. Customer's blood glucose level was unknown. Customer reported that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.